Event description:
It was reported that cartridge leaked insulin at cartridge pigtail. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer gave correction insulin by injection using multiple daily injections, did not require help from another healthcare provider, and after technical support arranged replacement of cartridge, caller changed cartridge and successfully resumed insulin therapy.